Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the physician pulled back on the stylet to verify the fixation of the right atrial (ra) lead. However, the stylet appeared stuck; therefore, the physician pulled hard. When the stylet was removed, the ra lead was observed to be fractured. As a result, this ra lead was not implanted. No adverse patient effects were reported.